Manufacturer narrative:
The device received compromised force sensor system alarm during basic occlusion test due to faulty fsr. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. However, the device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed compromised force sensor system and squirting out during manual prime. Drive support cap was normal. Customer¿s blood glucose was unknown at time of incident. The insulin pump will be returned for analysis.